Event description:
Operators state patient reports "about 9 minutes into a 15 minute cycle the traction unit stopped pulling intermittently and had a steady pull. Patient also claims that, during what should have been a non-pull phase of the cycle, they could hear the motor operating. It appeared to not shut off. The operators state that a pre-programmed cycle was selected.====================== manufacturer response for traction unit, triton======================evaluation pending